Event description:
During surgery the incorrect size femoral head was implanted. This was noticed as the pt was being closed. The pt was reopened and the correct size was implanted. Surgery was extended approx 45 minutes.

Manufacturer narrative:
Examination was not possible as the product nor packaging materials were returned. A review of device history records identified no anomalies and confirmed the product to be correctly labeled as a 49mm product. The root cause is attributed to customer error. Based on the investigation, the need for corrective action is not indicated. Monitor through trend analysis. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.